Event description:
A falsely elevated troponin I result of 1.89 ng/ml was obtained. The result was not reported to the physician. The sample was repeated on an alternate methodology and results of 0.05 & 0.06 ng/ml were obtained. The sample was then repeated on the initial instrument and results of 0.03 & 0.02 ng/ml were obtained. Patient treatment was not prescribed or altered and there was no report of adverse health consequences as a result of the falsely elevated troponin I result. Analysis of the instrument and instrument data indicate that the most likely cause for the falsely elevated troponin I results was sample integrity.

Manufacturer narrative:
No further evaluation of the device is required. Analysis of the instrument and instrument data indicate that the most likely cause for the falsely elevated troponin I results was sample integrity. Use error: the IFU for dimension ctni flex reagent cartridge contains the following information "specimens should be free of particulate matter. To prevent appearance of fibrin in serum samples, complete clot formation should take place before centrifugation." The instrument is operating within specifications.